Event description:
It was reported that during implant of the right ventricular lead, the patient experienced a drop in blood pressure. Upon further examination, cardiac tamponade with bleeding was observed. The patient conditions were stabilized at the intensive care unit. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.